Manufacturer narrative:
Product event summary: the partial delivery system was returned. Analysis indicated that the lumen of the delivery system was damaged and dried blood was observed on the recapture cone of the delivery system. The analyst noted that the delivery system was returned without the device, tether pin and tether line. Visual inspection found dried blood was in and on the side of the device cup. All three lumens (tether, pullwire, flush and tether) were damaged. The device deployment button was in the ¿deployed¿ position and the tether lock button in the ¿locked¿ position. No opposition was felt when moving the device deployment button between the ¿deployed¿ and ¿recaptured¿ positions regardless of the position of the tether button. Device not returned with system, so curve could not be applied, and deployment could not be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, upon deployment of the device, the deployment button stuck, and movement difficulty was encountered. The leadless ipg was deployed in an unexpected position and was not stable. A loss of capture during the leadless ipg pull and hold test occurred. The leadless ipg was withdrawn from the patient¿s anatomy. The deployment button was evaluated and, movement with less difficulties was observed, but was less fluid than usual. The leadless ipg was re-inserted into the patient¿s anatomy. An attempt to deploy the leadless ipg was made, and again the deployment button moved with difficulties, and the device position was unstable, with a loss of capture during the leadless ipg pull and hold test. The leadless ipg was re-positioned, and upon deployment, difficulty encountered again with the deployment button however, the device was stable, and no loss of capture encountered during the pull and hold test. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.